Manufacturer narrative:
The thump software was utilized and downloaded trace/history files properly. In further analysis of the pump history found multiple pump error 38 alarm on 04/24/2024 from 19:22:16.000 until 22:51:21.000, multiple pump error 130 alarm on 04/24/2024 from 18:44:02.000 until 19:40:15.000, two pump error 43 alarm on 04/24/2024 at 19:29:38.000 and 19:49:51.000 and multiple no delivery/insulin flow blocked alarm on 04/21/2024 from 05:50:47.000 until 06:42:03.000 during bolus/basal delivery/fill cannula. Pump alarmed pump error 38 during the rewind test. Unable to verify no delivery/insulin flow blocked alarm and perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Pump error 38 alarm during the rewind test and pump error 38, 130 and 43 alarm confirmed in the pump history due to corroded motor home switch. Insulin flow block alarm/no delivery alarm was recorded in the pump history, however, unable to verify insulin flow block alarm/no delivery alarm due to pump error 38 alarm during the rewind test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, and was able to clear the alarm, but after rewinding the pump dropped the alarm again. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The product return status for mmt-1886 is unknown.